Event description:
It was reported the device will not power up. The device was returned for calibration and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases and side bail covers are broken and contaminated. Battery release, ring cover, battery drawer, and heart block are contaminated. Battery contacts are compressed. Lead flex cover is corroded. One side bail is bent. Keyboard is out of mechanical specification.